Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with objective evidence. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. The presence of an slda as described in the complaint event was confirmed through imaging evaluation. Potential contributing factors to the sldas are procedural and imaging issues based on review of the images provided. Additionally, a device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances identified related to the complaint event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted

Event description:
Edwards received notification, of a pascal precision ace procedure in tricuspid position. Where three devices were implanted. This patient had a very huge gap (15mm), that was reduced increasing diuretics prior the case. An slda of septal leaflet in the third pascal device implanted postero-septal with a 3-9 clocking happened one week after the procedure. As per medical opinion the reason of slda was probably an inaccurate approach of patient medication after the procedure. The slda was detected, during a tte for discharge and then tee was performed to confirm the slda. Patient did not have any symptoms, but was just feeling tired. Medical team is going to control the medication and wait. They are thinking about implanting a new pascal ps more commissural and/or implanting a bicaval prosthesis. Grade of regurgitation at baseline was torrential. And after the procedure moderate. Grade of regurgitation with the slda was severe.